Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log), but did not reproduce the system error 322 caused by malformed pins on the input/out printed circuit board which connected to the upper latch switch. This resulted in an intermittent connection which then caused the system error 322. The input/output printed circuit board was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.